Event description:
Physician reported hospitalization due to diabetes ketoacidosis. Physician stated that the insulin pump must be replaced. The blood glucose would go high when the insulin pump was used. The blood glucose reading at the time of the event was 583 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.